Manufacturer narrative:
(B)(6). Method: risk assessment; result: the device was not returned. Design history review could not be performed due to no lot numbers available. An overweight or obese patient can produce loads on the spinal system which can lead to failure of the fixation of the device or to failure of the device itself. Obesity is defined according to the w.h.o. Standards.." It was calculated that the patient activity level is high (obese). Conclusion: the probable root cause of the reported event can be patient's high bmi.

Event description:
It was reported that; screws implanted in 2007 broke on both sidesaddle s1 at about the same place. They were 5.5 x 45. All hardware was removed and nothing was replaced. Patient was fused at l5 - s1.

Event description:
It was reported that; screws implanted in 2007 broke on both sidesaddle s1 at about the same place. They were 5.5 x45. All hardware was removed and nothing was replaced. Patient was fused at l5 - s1.